Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for analysis. The device investigation is underway.

Event description:
It was reported that the scepter c balloon ruptured during the procedure. There was no reported patient injury or intervention. The patient was reported to be doing good.

Manufacturer narrative:
The balloon was inflated, and two pin holes were observed at 5 mm distal from the proximal balloon marker band. The complaint was confirmed as the reported pin hole was observed. The root cause of pin hole could not be definitely determined, but it was consistent with improper manipulation and over inflation of the balloon.